Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was noted to not being able to apply as it does not hold. The procedure was completed with no report of patient harm, serious incident or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip could not be clicked into the instrument. It was sterile at the operating table. Hem-o-lok green m was used. After several attempts, a new clip applier was opened, everything worked smoothly here. The clip could be clicked in.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have two severely bent grips, causing a misalignment at tips. There was a 1.30 mm x 0.51 mm offset at the tips. A clip could not be properly loaded into the clip groove of grip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.